Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a bent prong in the reported problem area of the pipetter assembly. The fse replaced the tip clamp and tip retaining clip. The instrument was inspected, tested without further problem, and returned to service.